Event description:
It was reported that during a procedure involving the everflex entrust 6x150x120, there was a delay of 10 minutes due to a product malfunction. The catheter and handle separated during use in the patient's left superficial femoral artery, which had a lesion length of 120 millimeters and a diameter of 5 millimeters. The procedure was conducted on the left mid superficial femoral artery and the target lesion was identified as soft tissue/plaque with minimal calcification and minimal tortuosity. The deployment was only partial at the target site within the patient's vasculature. To complete the deployment, the handle and deployment sheath were manually cracked open to deploy the stent. The vessel was pre-dilated with an in.pact drug coated balloon and post-dilated with a non-medtronic balloon. The stent was successfully deployed at the target location, and the delivery system was safely removed without any vessel damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned dismantled, the device was identified by the strain relief, the pull wire was detached from the rest of the device, a series of kinks were noted along the length of the silver outer sheath. Due to the condition of the returned device, no further testing could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.